Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a stuck button alarm and pump error alarm. Customer stated that the keypad button was unresponsive and insulin pump was damaged. No harm was required during medical intervention. The customer will discontinue use of the devise. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Insulin pump type = ngp. Customer returned insulin pump for alleged insulin pump error , stuck button alarm and cosmetic damage with no location specified found on (B)(6), 2022. The insulin pump passed the displacement test and self test. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). Successfully downloaded history files and traces using thump. Insulin pump error on (B)(6), 2022 13:57:02.000 was found in the pump download history. Pump was cut open to perform visual inspection and found evidence of moisture damage on electrical board. Insulin pump error and stuck button alarm were not confirmed during testing. Moisture damage on electrical board was noted. Cosmetic damage confirmed at various locations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.